Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: b5, d4(version or model #, catalog #, unique identifier (UDI) #).

Event description:
N/a

Event description:
It was reported that a new cs300 intra-aortic balloon pump (iabp) battery would not charge. This issue was discovered upon delivery of the unit and initial testing of device. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. The fse replaced the battery. The fse completed all safety, functionality, calibration checks, and all tests passed to factory specifications. The full name is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) battery would not charge. There was no patient involvement, and no adverse event reported.